Event description:
The customer reported the system primed and tuned for the procedure. When the customer placed the footswitch on the floor, an error message was noted for 24v fluidics failure. The customer switched out the footswitch, but still received the same error message. The case was cancelled. Further information received stated there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and replaced the power supply. The system was tested and met all product specifications. The company service representative also tested two footswitches and found the surgeon control was not functioning on the footswitches. The customer stated they would order replacement footswitches. The power supply was sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 07/03/2008.